Event description:
It was reported that the device was unfolded, the normal firing element but remained stuck one of the peek that make up the meniscal suture. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.